Event description:
It was reported that during a coil embolization treatment procedure, a coil detachment issue occurred. Vascular access was obtained via the femoral artery. The target vessel was mildly tortuous. Another manufacturers" sheath and .038 5fr catheter were used during this procedure. The physician placed this 6mm x 20cm .035 interlock 2d coil in the desired location and while using a continuous flush throughout the procedure, the physician assumed that the coil was detached and pulled the device back. It was determined that the coil was still attached inside the catheter but the coil was protruding from the end of the catheter. The catheter and coil were removed. The procedure was completed with a different coil. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).